Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records reviewed indicated that the patient had a primary right total knee replacement to address gonarthrosis on (B)(6) 2010, utilizing cementless femur and a hybrid cementing (using competitor cement) of the cementless mbt tibial components. The patient's patella was not resurfaced. There were no reported patient complications. Per a survey, patient indicated that the knee was revised on (B)(6) 2015 to address infection--no operative details or records are available with respect to the revision surgery, including which implants were revised, infection confirmed, etc.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. Reviewing the photos provided on the attachments the reported event cannot be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
Complaints were extracted from the attached file "service evaluation of the lcs tini product". Loosening (4x): 2x 1-2 years after surgery, 1x 2-3 years after surgery, 1x 3-5 years after surgery. Infection (3x): 1x less than 1 year, 1x 3-5 years after surgery, 1x 5-10 years after surgery, other (1x), 1x 2-3 years after surgery (soft tissue revision only - permanent problems, lump, effusion etc.) This complaint captures 1 with infection 5-10 years after surgery.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.